Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(4) 2009, this patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(4) 2010, the devices were explanted due to an infected graft. No further complications were reported.